Manufacturer narrative:
Model number/catalog number: sc-2316-70e, serial number: (B)(4), batch/lot number: 5089586, model/catalog description: 1x16 perc lead trial kit, 70 cm.

Event description:
A report was received that patient was admitted to the ER complaining of back spasms one day after trial leads were placed. The physician believed that the lead tip may be irritating a nerve root and causing discomfort. Patient had been treated with intravenous pain medication and muscle relaxers. The following morning, the patient reported that the spasms had returned. The physician removed the leads and patient was reportedly doing well.